Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found a fly inside the tube. The following information was provided by the initial reporter. The customer stated: the sample was taken and after centrifugation the tube was opened, then the professional noted a fry inside it. The customer does not know how the fly has gotten inside the tube and how it has survived the centrifugation.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo and 1 video were provided for investigation. After review and analysis, an insect can be seen within the customer sample. However, the insect inside of the tube was still alive. The insect would have entered the tube post manufacturing/sterilization as the insect would not have survived the evacuation process or sterilization. Additionally, retention samples of the incident lot were selected from bd inventory for visual evaluation and upon completion, no issues relating to foreign matter were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found a fly inside the tube. The following information was provided by the initial reporter. The customer stated: the sample was taken and after centrifugation the tube was opened, then the professional noted a fry inside it. The customer does not know how the fly has gotten inside the tube and how it has survived the centrifugation.